Event description:
Customer reported that her pump did not provide audible alarms during high or low blood glucose events, though it still vibrated. Her blood glucose fluctuated significantly due to this issue, with levels peaking at ¿high¿ and falling to 47 mg/dl. She addressed high blood glucose with a correction bolus and low blood glucose by consuming carbohydrates, needing assistance from coworkers at one point that led to ems being called. There was no injury, though she temporarily lost consciousness. The issue stemmed from misunderstanding the product's functionality as she inadvertently changed the pump's sound settings. Customer technical support instructed her on proper use, confirmed the system was functioning correctly, and assisted in adjusting the volume settings.